Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that the electronic component of the connector signal board was damaged by abnormal current, resulting in no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head relayed no image to the monitor. The customer reported the issue was identified during reprocessing. The next scheduled procedure was a therapeutic laparoscopic surgery and the patient was not under anesthesia when issue was identified. The procedure was completed with a similar device with no delay. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed. The device would not relay an image. The evaluation determined the device's connector signal board was damaged by abnormal current. This issue occurred due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.